Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device received an alert for high out of range pacing impedance measurements and high out of range shock impedance measurements on the right ventricular (rv) channel. Upon review of the latitude reports, the pacing impedance measurements were measuring around 3000 ohms and shock impedance measurements, were measuring around 200 ohms. The device and rv lead currently remains in service. No adverse patient effects were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".